Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no misload was observed during the valve loading. On the first deployment, an infold was observed. The valve was recaptured due to infold resulting in a procedural delay. Per the physician, the patient's leaflet calcification contributed to the valve infold.

Manufacturer narrative:
Image review: one media file was provided for review of the event. Fluoroscopic valve load inspection was not provided for review; thus, it is not possible to validate a good load. Imaging shows the infold that occurred on the first deployment attempt. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve deployment procedure involving the evolutfx-34, an infold occurred. Crown overlap was observed up to node 3 during the valve check. A second valve was used to successfully complete the implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012734877); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the valve was received in a heart valve return kit jar and fully submerged in a dark, cloudy 0.2% glutaraldehyde solution. The valve was discolored, showing evidence of blood contact. The valve frame was received in a slightly compressed state, with both the outflow and inflow aspects exhibiting an elliptical configuration. All leaflets were in a partially open position. At receipt, all leaflets exhibited stiffness, resulting in incomplete closure. Deep frame imprints were present on all leaflets. These imprints were associated with visible creases and localized thinning of tissue along the imprint markings. The observed condition is consistent with prolonged exposure to a crimped state without preservation solution. All commissures were intact. All sutures were intact. The valve was submerged in a warm (approximately 37°c) saline bath, resulting in full expansion of the frame. No bends, kinks, or structural deformities were observed on the frame. The valve was placed in a cold saline bath to perform a loading simulation, following the instructions for use (IFU). During loading, the frame paddles seated properly within the paddle attachment pockets without issue. The capsule was then advanced to cover the frame paddles and outflow crown struts, continuing until the capsule guide tube covered the valve¿s commissure pad. Next, the inflow cone was advanced to crimp the inflow portion of the valve, with no issues observed. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted throughout the loading simulation. The valve was subsequently deployed in a warm saline bath at approximately 37°c. The deployment knob was rotated to expose the inflow portion of the valve, with no anomalies observed. Deployment continued through the waist and to the point of no recapture, without any issues noted. The valve was then fully deployed. No visual or tactile anomalies were observed throughout the deployment simulation. Updated: d9, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.